Event description:
Information received indicates that a patient had an atrial esophageal fistula post cryoablation procedure. The cryoablation procedure was performed on (B)(6) 2012 without any device issues during the procedure. The patient was discharged from the hospital the next day without any issues. On (B)(6) 2012, the patient complained of difficulty swallowing. On (B)(6) 2012, the office called the patient for follow-up and the patient indicated that she was feeling well and had returned to work. On (B)(6) 2012, the patient returned to the hospital with a high fever (approx 104f). At this time, she was readmitted to the hospital due to a recurrence of atrial fibrillation. While in the hospital, she had a tia and worsened the next day and experienced hemiplegia. CT was done and showed what looked to be air in the left atrium. On (B)(6) 2012, echo was done and showed microbubbles in aorta and ventricle. Patient was taken urgently to surgery for closure of atrial esophageal fistula. According to the physician, the patient had a successful surgery and was hemodynamically stable. The patient never woke up after surgery. The patient had no meaningful neurological outcome and the family elected to withdraw life support. The patient date of death was (B)(6) 2012.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Procedure log indicated that a total of 9 cryoablations were performed (2 in lspv, 2 in lipv, 3 in ripv, 2 in rspv) and the lowest ablation temperature was -55c. As per physician, all lesions were 4 minutes.